Manufacturer narrative:
The report of an unspecified error was not confirmed. The event date was reported to be (B)(6) 2019 it was stated that the pump was functioning at 1915 but was found to be off at approximately 2000. The pcu event log shows pump module s/n 14654438 was not in use after 11:27 am on (B)(6) 2019. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time period of the reported event. The log does show that the device was programmed to infuse d10w (drugid 28) at a rate of 7.9 ml/hr with a vtbi of 45 ml at 7:43 am on (B)(6) 2019. The rate was changed to 8.3 ml/hr at 11:28 am and ran at this rate until 6:58 pm when a channel disconnect occurred (the pump module event log shows the disconnect was due to a loss of power). The devices and tubing were not returned for investigation. Log review only.

Event description:
It was reported that a device event (battery issue) occurred in the neonatal ICU. The staff verified pump was functioning at 1915 pm, when rn checked patient at approximately 2000 pm, the device was off. The customer is looking for detailed keypress and battery log details for the 1915-2000 time period on (B)(6) 2019. There was no patient impact as a result of the event.